Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump battery was unable to charge using the tandem-provided usb cable. There was no adverse impact to the customer's blood glucose level. Reportedly, the customer was able to charge the pump successfully by using an alternate usb cable.